Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was an in-stent restenosis located in the moderately tortuous and severely calcified proximal right coronary artery (rca). Ablation was attempted with a 1.5 rotaburr but the device failed to cross the lesion. The device was replaced with a 1.25 rotaburr but still failed to cross. Plain old balloon angioplasty was then performed using a small-diameter balloon catheter. A 2.50x24mm synergy stent was advanced to treat the lesion. However, the device failed to cross and got stuck in the lesion. The hub of the device was cut and a non-bsc guide extension catheter was advanced; however, the non-bsc guide extension catheter could not be removed as well, so a 7f mach1 guide catheter was advanced. When trying to remove the devices together as a unit by making coaxial shape, the devices was released from being stuck. The devices were completely removed and the procedure was completed with a 2.5/30mm non-bsc stent. No patient complications were reported.

Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was an in-stent restenosis located in the moderately tortuous and severely calcified proximal right coronary artery (rca). Ablation was attempted with a 1.5 rotaburr but the device failed to cross the lesion. The device was replaced with a 1.25 rotaburr but still failed to cross. Plain old balloon angioplasty was then performed using a small-diameter balloon catheter. A 2.50x24mm synergy stent was advanced to treat the lesion. However, the device failed to cross and got stuck in the lesion. The hub of the device was cut and a non-bsc guide extension catheter was advanced; however, the non-bsc guide extension catheter could not be removed as well, so a 7f mach1 guide catheter was advanced. When trying to remove the devices together as a unit by making coaxial shape, the devices was released from being stuck. The devices were completely removed and the procedure was completed with a 2.5/30mm non-bsc stent. No patient complications were reported. The device was returned for analysis. A visual and microscopic examination of the crimped stent found that the returned stent was caught at the distal end of a guide extension catheter. During analysis, the device was pushed distally to expose the damaged stent with stent struts stretched and a large amount of dried medium resembling blood covering the stent. As part of analysis, the manufacturing data of the stent profile was reviewed. The maximum stent od (outer diameter) at the time of manufacture was 0.0392, this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hypotube was broken at 23mm distal from the distal edge of the strain relief. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was an in-stent restenosis located in the moderately tortuous and severely calcified proximal right coronary artery (rca). Ablation was attempted with a 1.5 rotaburr but the device failed to cross the lesion. The device was replaced with a 1.25 rotaburr but still failed to cross. Plain old balloon angioplasty was then performed using a small-diameter balloon catheter. A 2.50x24mm synergy stent was advanced to treat the lesion. However, the device failed to cross and got stuck in the lesion. The hub of the device was cut and a non-bsc guide extension catheter was advanced; however, the non-bsc guide extension catheter could not be removed as well, so a 7f mach1 guide catheter was advanced. When trying to remove the devices together as a unit by making coaxial shape, the devices was released from being stuck. The devices were completely removed and the procedure was completed with a 2.5/30mm non-bsc stent. No patient complications were reported. The device was returned for analysis. A visual and microscopic examination of the crimped stent found that the returned stent was caught at the distal end of a guide extension catheter. During analysis, the device was pushed distally to expose the damaged stent with stent struts stretched and a large amount of dried medium resembling blood covering the stent. As part of analysis, the manufacturing data of the stent profile was reviewed. The maximum stent od (outer diameter) at the time of manufacture was 0.0392, this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hypotube was broken at 23mm distal from the distal edge of the strain relief. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.